Event description:
It was reported that, "broach handled broke at the junction between the striking platform and the handle".

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.